Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during standby, the device alarmed with panel connection lost. - no patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: comp-(B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with "panel connection lost" on the day of the event. It is important to emphasize that no patient was involved. The ¿panel connection lost¿ alarm indicates an interruption in communication between the interaction panel and the ventilation unit. A defective embedded system module of the ventilation unit (vu esm) was identified and replaced. Following the replacement, the device functioned as intended.